Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. It was reported that the graftmaster was placed in the left anterior tibial artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a perforation in the left anterior tibial artery. A 2.8x19mm graftmaster was deployed at 16 atmospheres. Perforation did not resolve. A 2x30mm unspecified balloon was advanced and was inflated for 318 seconds at 16 atmospheres in the anterior tibial and the perforation was successfully sealed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.